Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with this process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared. The caller acknowledged and understood the instructions.